Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4) implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The following medical condition was reported: about 15 minutes before he called, pt was on a saw and a piece of wood hit him directly in the implant. Pt believes he feels a divit on his implant--felt pain initially and the area around the device felt warm, now he doesn't feel pain so much. Pt expressed concern about a possible battery leak--pss noted that we can only speculate from here and that he needs to call his doctor asap. It was noted the piece of wood hit the patient where his wound was at. The patient was not experiencing pain. ¿it was warm for a while and that¿s it.¿ pt hit in area of stimulator with wood chip. No apparent leak, breakage or kinking. No hospitalization. No pt injury.